Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft fracture occurred. The lesion was located in a coronary vessel and, upon delivery of the 20mm x 2.5mm maverick 2 balloon catheter, the shaft snapped. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in two sections as a result of a break in the hypotube at 63.3cm distal to the strain relief. An examination of the break site found that the break occurred as a result of a severe kink in the hypotube. The distal section of the hypotube break was kinked at 3.9cm distal to the break site. It is noted that the break and the kink that were present along the shaft, are consistent with excessive force having been applied to the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the proximal part of the shaft fractured inside the patient and the procedure was completed with another balloon.